Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor deployed on its own. No product or data was returned for evaluation. The confirmation of the complaint was undetermined. The probable cause could not be determined.